Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2010 the atrial lead exhibited elevated thresholds. On (B)(6) 2010 the lead perforated the patient. The lead was explanted and replaced.